Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was unknown. Troubleshooting was performed but the display did not return. The device was not bumped or dropped. The device had not been exposed to moisture. The battery compartment was neither damaged nor corroded. They had tried several batteries but the screen did not turn on. They were advised to discontinue use of the device and revert to a back-up plan. The device will not be returned for analysis.